Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: sales rep reported that this patient was being treated for cancer so he was not too happy that the device failed. Sales rep confirmed that the device did not deploy malformed or unformed staples; device cut the tissue without delivering any staples.

Event description:
It was reported that during a low anterior resection procedure, the surgeon placed the contour blue across the rectum. He then fired the stapler and the device cut through the tissue but there were no staples present. The colon fell open. He opened a new device as he was able to get an additional two centimeters for re-stapling the bowel. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.